Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump module was set to deliver 600ml but did not deliver the complete dose. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : concomitant med prod data, a1407 - insufficient flow or under infusion (2182), c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, b, c, d and g codes.

Event description:
It was reported that the large volume pump module was set to deliver 600ml but did not deliver the complete dose. There was patient involvement but unknown outcome. Per the customer's internal investigation: "based on internal investigation, the reported under infusion was deemed a user programming error. Biomed still has both the pcu and lvp in the biomed shop and has not been given permission to release the devices. The device logs were extracted, a visual inspection was performed on the devices and found no issues, then pm testing was also performed, and no fault was found. Biomed had no further information since the file from one-link was not provided to biomed department. Biomed did not know what clinical area the event took place."